Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During a surgery to insert an elastic nail on (B)(6) 2013, the surgeon hit the end of the inserter for ti elastic nail with the mallet per the procedure. When he did, a piece of the inserter chipped off and became embedded in the surgeons forehead. A staff surgeon removed the piece from the surgeons forehead and surgeon was able to complete the procedure with no further problem. Patient and surgeon reported to be doing well. This report addresses the patient undergoing the nail implant. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Manufacturing and product development evaluations were conducted. The strike pad which is the source off this complaint shows break out of material close to through bore-hole. The strike pad shows marks of frequent use. A manufacturing conclusion cannot be presented due to the condition of the product. The device history record review shows that the correct material and hardening procedures were used at the time of manufacturing in february 2009. This device met the specifications at the time of manufacturing. A CAPA is in progress to address this issue.